Event description:
The handpiece was returned to the MFR for repair. During the repair, it was reported that a blood-like substance was found inside the handpiece.

Manufacturer narrative:
The handpiece was received at the MFR for eval. During investigation, a blood-like substance was found in the handpiece. Service did a clean, lube, and adjust to the device. The motor was found to have motor rub and was replaced along with other components. The IFU recommends the correct cleaning and sterilization methods for the handpiece.